Manufacturer narrative:
The user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 377 mg/dl and a bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were found. Reportedly, the customer reuses the cartridges. Tandem technical support advised the customer that reusing the cartridge was against the pump labeling. The customer stated that he was to continue to reuse the cartridges.